Event description:
It was reported that this pacemaker system was exhibiting oversensing with no pacing inhibition on the right ventricular (rv) channel. Subsequently, the physician opted to explant and replace the entire pacemaker system. The right atrial (ra) and rv leads are competitor products. The pacemaker was successfully replaced. No additional adverse patient effects were reported.